Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states "intraoperative or postoperative pain."

Manufacturer narrative:
Evaluation of device found evidence of wear and confirmed fracture of the returned product. No information provided suggests the device left biomet non-conforming to specifications.

Event description:
It was reported patient underwent a left total knee arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2014 due to pain, swelling and stiffness. The tibial bearing and locking bar were removed and replaced and a patella component was implanted.